Event description:
It was reported that this right atrial (ra) lead recorded low out of range pacing impedance measurements. Technical services (ts) was consulted and observed the ra lead impedance were less than 200 ohms. Additionally, after the device was recently replaced, some episodes of pacemaker mediated tachycardia (pmt) were noted. No adverse patient effects were reported. This ra lead remains in service.